Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) old caucasian female patient underwent primary breast augmentation with two 450cc mentor smooth round moderate plus profile saline breast prostheses. Post-operatively, the patient suffered right breast implant deflation. As a result, the patient underwent unilateral removal and replacement with a 450cc mentor smooth round moderate plus profile saline (catalog: 3502450, lot: 9632679, sn: (B)(4)) on (B)(6) 2022.

Manufacturer narrative:
On april 6, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the sm mpps dv 450cc breast implant was found to have a tear on the anterior view, measuring approximately 6.4 cm. Additionally, an area of missing material was observed on the posterior view, measuring approximately 0.5 x 0.6 cm. Microscopic examination was performed on the edges of the missing material, and parallel striations were found in an area of the missing material on the posterior aspect, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area could not be identified. Microscopic examination was also performed on the edges of the tear on the anterior aspect and the cause of the deflation could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the tear on the anterior aspect, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.